Event description:
It was reported that the patient received a vibratory alert due to noise and loss of capture on the rv lead several days post ICD implant. The patient was scheduled for lead revision due to clavicular crush. When the pocket was opened, the rv and lv leads were found to be reversed in the header. The rv lead was replaced and the leads were connected to the ICD appropriately. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).